Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the missing kr45 on the forceps cover, cut on the pink rubber was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue which was not an MDR reportable event. However, during the device analysis, the service center identified that the device had missing ke45 adhesive at the forceps cover. In addition, there was a cut on the pink rubber of the probe. There was no patient involvement.